Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the stent delivery wire was returned without the stent and introducer sheath. Analysis revealed that stent delivery wire was kinked/bent. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the reported event, the stent deployment occurred when retracting the stent into the introducer sheath. As the stent deployed in the rhv it is likely that the sheath was not completely secured in the catheter hub thus resulting in the reported deployment of the stent in the rhv. Based on the information available and analysis of the returned device, an assignable cause of operational context was assigned to this investigation.

Event description:
The coil embolization of the aneurysm was located at the apex of the basilar artery (ba). The stent was near the lesion, the microcatheter moved back to ba and the operator used the introducer sheath to withdraw the stent. It was reported that during the withdrawl of the stent into the introducer sheath, the stent partially deployed at the hub. There were no clinical consequences reported to the patient.

Event description:
The coil embolization of the aneurysm was located at the apex of the basilar artery (ba). The stent was near the lesion, the microcatheter moved back to ba and the operator used the introducer sheath to withdraw the stent. It was reported that during the withdrawl of the stent into the introducer sheath, the stent partially deployed at the hub. There were no clinical consequences reported to the patient.